Event description:
On 09/04/2010, the pt reported experiencing an e4 (occlusion) error on (B)(6)2010, and he found that the infusion tubing had broken off of the infusion set headset. He stated this must have occurred during the night while he was sleeping. His blood glucose was slightly elevated to 175 mg/dl, and he brought it down by bolusing. His normal blood glucose range is 100 - 120 mg/dl. The infusion tubing had been in use for 3-4 days. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.